Event description:
1/15/95 - pt collapsed in dept store and brought in ER facility. Dr noted an absence of a metal click sound from the mitral valve replacement and after test revealed non-moving prosthetic valve which resulted in pulmonary edema. Pt taken to surgery for an emergency re-do mitral valve replacement. Dr noted there was no disc inside the cage of the valve. 1/20/95 - test revealed metallic foreign body in upper abdominal aorta. 1/22/95 - exam revealed a foreign body in lower abdomen. On 1/24/95 surgery to retrieve the prosthetic disc was planned for 1/27/95. 1/24/95 - pt complained of nausea after CT. Nurse's noted change in ventricular rate from atrial fibrillation to a slow ventricular rhythm. Code blue called but despite aggressive resuscitation attempts including external pacing, the pt did not respond and was pronounced dead. Dr noted blood gasses revealed markedly elevated co2 levels with very low po2 levels. Pulmonary embolism likely cause of death because of the sudden onset and inability to achieve adequate oxygenation.